Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an nc solarice balloon to treat a severely calcified and moderately tortuous mid lad lesion. No damage was noted to device packaging. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated during the procedure, the device passed through a previously deployed stent, no resistance was encountered during delivery but excessive force was used during procedure. It was reported that the device was inflated up to a high pressure of 28 - 30 bar and was reported to be difficult to deflate at the lesion site. It was reported that both balloon and wire were removed. No patient injury reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
In addition, it was reported that the same problem occurred in approximately 10 cases and not only with nc solarice but also with sc solarice devices. It was reported that most of the cases were with nc solarice in calcified lesions where they used high pressure.

Manufacturer narrative:
It was reported that the physician was attempting to use a 3.50 mm x 8 mm nc solarice balloon to treat a severely calcified and moderately tortuous mid lad lesion. It was reported that the device was inflated up to a high pressure of 28 - 30 bar with no difficulty. The device was not moved or repositioned. It was previously reported that deflation difficulties occurred. However it was subsequently reported that the problem was not that the balloon failed to deflate, but it stuck to the wire because high pressure, up to 28-30 bar was used after first inflation. 50/50 contrast/saline was used. It was reported that both balloon and wire were removed at the same time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.